Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: pump booted to the verify screen with a dim pink contrast. Unrelated to the display issue, a review of the black box history indicated a pump reboot event where the time and date were not correctly set upon starting up again. Time and date were accurately set at start of investigation. The pump performed the rewind, load, and prime steps with no alarms. The pump was exercised for a 24 hour period on a 1 unit per hour basal rate. The battery was removed for a 6 hour period and reinserted. The pump¿s time and date did reset to the default settings. Pump was open to investigate, and the component bt1 was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored. This report is made based on results of investigation completed on (B)(4) 2013.